Manufacturer narrative:
The technician replaced the right brake caster to repair the stretcher.

Event description:
Information received indicates the right foot brake caster is not holding when the brake.